Event description:
It was reported when using the bd syringe 50ml CT the label information was incorrect. This event affected 200 devices. The following information was provided by the initial reporter. "The customer ordered the plastipak 20 ml syringe 300867; however, when opening the package the correct syringe was inside the package, but the packaging label states the wrong sku and product information."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-11-10. H6: investigation summary: samples and photos received for investigation, upon visual inspection 20ls syringes were packaged with paper used to package reference catalog 300867 (50 ml). This paper used for packaging is received pre printed with non variable information and during packaging process variable information is printed on line. Variable information of the samples received was checked and lot 2106055 belongs to the correct packaged product, meaning the traceability of the product is not compromised. Paper used for 20ls ad 50ct products are the same. All the samples were requested to the customer and three complete shelf packages show the defect. Labels of the shelf packages are numbered, finding at least, the range of cases affected are from label 01584 to 01612. Possible root cause is associated with human error, label reel was mispositioned using paper for 300867 instead of the correct paper for reference 300613. Corrective and preventive action have been implemented to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd syringe 50ml CT the label information was incorrect. This event affected 200 devices. The following information was provided by the initial reporter. "The customer ordered the plastipak 20 ml syringe 300867; however, when opening the package the correct syringe was inside the package, but the packaging label states the wrong sku and product information."